Manufacturer narrative:
Date of explant: device from left breast explanted on (B)(6) 2014; device from right breast explanted on (B)(6) 2014. Method of evaluation: - review of information reported to lifecell; - review of the device history record for lot sp100045; - query of the lifecell complaint system. Results of evaluation: - investigation into lot sp100045 resulted in no remarkable findings with no deviations or non conformances revealed during processing. - lot sp100045 met all qc release criteria. - as of (B)(4) 2014, no other complaints have been reported to lifecell against lot sp100045. - as of (B)(4) 2014, (B)(4) devices have been distributed from lot sp100045 with (B)(4) devices reported as implanted. Conclusion: based on the information reported, including both devices from the same lot implanted bilaterally with infection only developing in one breast 6 weeks post op and the investigation into lot sp100045 resulting in no remarkable findings, including (B)(4) devices distributed with no other complaints reported against the lot and device history review with no deviations or non conformances revealed during processing and acceptable product sterilization, lifecell concludes that the events are unlikely related to the devices. The seroma reported in the right breast is an anticipated event in breast reconstruction procedures with and without the use of an acellular dermal matrix. Lot sp100045 met qc release criteria. If additional information becomes available, lifecell will file a follow-up report. Devices discarded by the physician.

Event description:
On (B)(4) 2014, two infection complaints were reported to lifecell by (B)(6). This report is associated with patient #2. Refer to report 1000306051-2014-00047 for patient #1. (B)(6) yo female patient had a revision of abdominoplasty scar and fat grafting to the face from the abdomen along with a ventral mastopexy with augmentation and implant exchange and capsulorrhaphy with placement of lifecell devices on (B)(6) 2014. A proteus and staphylococcus (non mrsa) infection developed in the left breast 6 weeks post-op. The left implant and device was removed on (B)(6) 2014. 12 weeks later, a seroma developed in the right breast. The right implant and device was removed on (B)(6) 2014. The patient had a previous augmentation in 1983. It was reported that the patient is healing well.